Event description:
It was reported that during follow up in clinic, patient's right ventricular (rv) lead exhibited oversensing noise. The physician elected to explant the rv lead and replace it with a new one. The patient's condition remained stable.